Event description:
Procedure: gastric bypass. Reportedly, three (3) endo gia 45mm sulu's were used in surgery, a 60mm and an eea 21mm. It was reported that there were no problems with the 60mm or eea 21mm but that the staple lines with the 3 gia 45mm sulu's failed.